Manufacturer narrative:
Investigation results: the complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. Two photographs were provided for the investigation. One photo showed a 20g nexiva unit in the antecubital region of the patient. The needle and tip shield safety mechanism had been removed and were not visible in the photo. What appeared to be blood residue had bypassed the septum. Blood was noted on the patient's arm. The leak appeared to be consistent with a damaged septum and/or canister, which may have been misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum the following information was provided by the initial reporter, translated from chinese to english: after the clinical staff punctured the indwelling needle for the patient, blood leaked from the needle core hole after the core was removed, resulting in re-puncture of the patient, and the patient and his family were not satisfied.